Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the customer¿s complaint of "the device penetrated the skull and stopped" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During removal of hematoma, the device penetrated the skull and stopped right after reaching the dura mater at the first perforation. Confirming there was a hematoma just beneath the burr hole, the surgeon continued perforating with the device. Subsequently, the device disengaged properly at the second and third perforation and the case was completed without any further issues. The surgeon suspects that the patient's thin and weak skull may be a possible cause of the problem. It was also reported that the device was not reprocessed.